Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at implant, the lead displayed unstable thresholds while placed in the same position. It was also reported when the lead was placed in three different locations it displayed high and variable impedance. A different lead was chosen and implanted without incident. No patient complications have been reported as a result of this event.